Event description:
It was reported that the patient underwent generator replacement on (B)(6) 2013. The generator was received for analysis. Analysis was completed on (B)(4) 2013. Based on the electrical test results, the device exhibited current consumption rates that are within specification, thereby demonstrating normal battery depletion to an end-of-service condition. A battery life estimation resulted in 0.80 years remaining before the eri flag would be set. However, an incomplete programming history indicates the estimation does not use all the data required to make an accurate estimation. Therefore, the electrical performance of the generator, as measured in the pa lab, will be used to conclude that no anomalies exist and the eos/eri condition is an expected event. The pulse generator module performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.

Manufacturer narrative:
.

Event description:
Clinic notes were received for review reporting that a vns patient had been having more frequent seizures over the last year. It is unknown the relationship to their vns or if above or below their pre-vns seizure rate. Reported at their clinic visit ((B)(6) 2013) "recently (in the past year) she has had much more frequent seizures and they have tended to cluster with up to 10 in a day. She has had multiple hospital visits in the past few months, which is unusual. She is likely having more seizures than she is aware". "Seizures better on onfi, but extremely fatigued on this. I do not want her to stop this until her vns has been replaced". On (B)(6) 2013 "the office visit the patient reported that she has had increased seizure activity, was hospitalized. She has had several flurries of seizures this past year. In 2011 she was in the ER in (B)(6), but just for single events in which an ambulance was called when she was in public. This year she has had flurries of seizures and was in the hospital in (B)(6). With these past episodes she has had up to 10 in a row (witnessed). She also noted having grand mal events at night during sleep on (B)(6). Her family and friends have noted an increase in seizures over the past year. The patient has been skeptical about whether or not the vns has actually been effective, clearly she has worsened significantly as her battery has started to fail". Her vns was interrogated, difficult to obtain a reading, nearing end of service. She has increased frequency and severity of seizures. It is suspected her more recent seizures are related to the vns battery nearing end of service. Her prior seizures over the last year are under investigation. Thus far no further information has been attained. The patient is being sent for a generator replacement. Surgery date is possibly today.

Event description:
Additional information was received that the patient's seizures reported in (B)(6) 2012 were not vns related. There was not pattern of seizures between (B)(6) 2012. They were probably increased seizures related to intermittent battery failure (B)(6) 2012 till present. It is unknown if the patient had a change in seizure type. Currently it is believed that their device is nearing eos.